Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm reported complaint via system logs and reproduce the issue during in-house testing. Visual inspection revealed damage to the rolling loop fiber cable. When the usm was installed onto a golden system, error 319 was triggered, replicating the reported event. Further testing on a patient side cart fixture test platform (pftp) showed the "check all boards present" test failing on the axes controller carriage (acc) board. Aba testing confirmed the rolling loop fiber as the source of the fault. The probable root cause is attributed to communication errors caused by a damaged rolling loop fiber cable located within the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The usm was then calibrated and tested. No errors observed post-replacement. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during da vinci-assisted liver resection surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report error 319 on universal surgical manipulator (usm). The site power cycled, and the error came back on usm 1. The site was proceeding with the case as a 3 usm system with usm 1 being disabled. Site was aware there was no table motion when an arm was disabled. The procedure was completed with no reported injury.

Manufacturer narrative:
Correction to reportable type and reportable event. Reportable type = malfunction reportable event = system down failure.

Event description:
Refer to h11 for follow-up information.